Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A supplemental report will be filed if additional information is received. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter pulmonary bioprosthetic valve, after deployment, a trans esophageal echocardiogram (tee) revealed moderate central regurgitation. A second transcatheter pulmonary bioprosthetic valve was implanted successfully with trivial to no pulmonary valve regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was performed and showed that there were no correlations or issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Per the instructions for use (IFU), regurgitation is a known potential adverse event. A conclusive cause of the clinical observation could not be determined from the limited information available.